Event description:
Physician was using a ethicon laparoscopic clip applier to a bleeding vessel in the patient's right lung. The clip applier jammed after applying the clip to the vessel and would not release from the patient tissue. After the stapler was forcefully removed and bleeding was controlled, the clip applier was visually inspected. The clip applier tips appeared to have split apart at the mechanism in the tip. The applier was removed from the field. Ethicon multiple clip applier ref # el5ml, lot # pooo19p67, expiration 04/30/2021.